Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400 mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 200 mg/dl. Customer performed troubleshoot and found that dive support cap was normal and there were no leaks as well as air bubbles in tubing. Customer states that insulin was exited at qr. Customer performed high pressure test and found no delivery alarm. Insulin pump will not be return for analysis.